Event description:
The customer stated that the tracheostomy tube was placed in the mother yesterday by the daughter. It was not pretested. The daughter immediately noticed the difficulty of twisting the cannula on and off, and the tracheostomy tube was removed. The older tracheostomy tube which was just removed was placed back in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.